Event description:
It was reported that the right ventricular (rv) lead had exhibited variable thresholds since implant. The patient is to be monitored remotely on a monthly basis. The physician plans to replace the lead at some point in the future but it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.